Manufacturer narrative:
Citation: thiele h et al. Comparison of newer generation self-expandable vs. Balloon-expandable valves in transcatheter aortic valve implantation: the randomized solve-tavi trial. Eur heart j. 2020 feb 12. Pii: ehaa036. Doi: 10.1093/eurheartj/ehaa036. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and efficacy of newer generation self-expandable valves and balloon-expandable valves in high-risk patients who underwent transfemoral transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between april 2016 and april 2018. The study population included 438 patients and was predominantly female with a mean age of 82 years. Of those, 219 were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all evolut r patients, the all-cause 30-day mortality rate was 3.2%. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all evolut r patients, adverse events included: stroke; permanent pacemaker implantation due to atrioventricular block (first, second, or third degree), left bundle branch block, sino-atrial block/sinus node arrest, and bradyarrhythmias; cross-over to balloon-expandable valve during tavi procedure for unknown reasons; moderate-severe paravalvular aortic regurgitation/leak; life-threatening or disabling bleeding; major bleeding; major vascular complications; and mean aortic valve gradient greater than or equal to 20 mmhg. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.